Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 clips were taken from the current production p/n 544230 hemolok ml clips lot #73l1700074, the samples were functionally inspected, and during the inspection issue reported "broken clip" was not observed. The device history review for the product hemolok ml clips 6/cart 84/box lot #73c1700728 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due to the sample not being available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor took the applier to start the procedure, put the clip on the applier and at that moment exactly the clip breaks. There were no consequences for the patient during the procedure.

Manufacturer narrative:
(B)(4). The customer returned one clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The clip was visually examined with and without magnification. Visual examination of the returned clip revealed that the clip is broken in half at the hinge. Only one half of the clip was returned. The damage to the returned clip is consistent with damage observed from hyperextension of the clip. The clip applier was not returned. Reference file (B)(4) for investigation photos. The IFU for the clip appliers, (B)(4), was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with other remarks: patients and should be immediately discarded." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "broken clip" was confirmed based upon the sample received. Only half of a clip was returned. The clip was broken in half at the hinge. The damage to the returned clip is consistent with damage observed from hyperextension of the clip. Since only half of a clip was returned, it could not be functionally tested. It is unknown how the clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed on the device and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the doctor took the applier to start the procedure, put the clip on the applier and at that moment exactly the clip breaks. There were no consequences for the patient during the procedure.